Event description:
It was reported that during a heart catheterization procedure, a stent dislodgement occurred. The 70% stenotic lesion was located in the calcified and non-tortuous proximal right coronary artery (rca). The physician experienced difficulty placing the 5.0mm x 16mm liberte' monorail stent, so he decided to use a deep seat technique. While attempting to pull the stent delivery system back into the guide catheter, the stent "seemed to have gotten stuck in the vessel". He was able to pull the stent delivery system back into the guide catheter; however, the stent came off the balloon in the proximal rca. The dislodged stent remained on the guide wire. The physician advanced a 2.00mm balloon catheter and inflated it to allow "friction" between the balloon and the stent, thus, successfully positioning the stent in the target area. The balloon catheter was removed and the liberte' monorail stent delivery system was reinserted and the delivery balloon was used to successfully deploy the stent at the target lesion. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "okay".